Event description:
The customer received a blood glucose reading of 200 mg/dl. Immediately after, the customer would receive a reading of 70 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clincically significant. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.